Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier select ous mr 20 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage, with struts on the first row deformed. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial femoral artery.. The 90% stenosed, concentric, de novo, target lesion with a bend of >=90 degrees was located in the severely tortuous and severely calcified right coronary artery. The lesion was predilated with a 2x9mm maverick balloon catheter. A 20 x 2.75mm promus premier select drug eluting stent was selected for use. The stent couldn't be tracked due to very tortuous and calcified lesion. The stent delivery system was removed and a 2.5x12 maverick balloon catheter was inflated. The same 20 x 2.75mm promus premier select drug eluting stent was advanced however the stent struts were damaged. Physician took another of same device to completed the procedure/ there were no patient complications reported. Patient is stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial femoral artery.. The 90% stenosed, concentric, de novo, target lesion with a bend of >=90 degrees was located in the severely tortuous and severely calcified right coronary artery. The lesion was predilated with a 2x9mm maverick balloon catheter. A 20 x 2.75mm promus premier select drug eluting stent was selected for use. The stent couldn't be tracked due to very tortuous and calcified lesion. The stent delivery system was removed and a 2.5x12 maverick balloon catheter was inflated. The same 20 x 2.75mm promus premier select drug eluting stent was advanced however the stent struts were damaged. Physician took another of same device to completed the procedure/ there were no patient complications reported. Patient is stable.